Event description:
It was reported when using the bd vacutainer® edta 2k tube there was there was poor vacuum. The event occurred two times. There were no health consequences or impacts reported.

Manufacturer narrative:
The manufacturing location for this product is fukushima, japan. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.